Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms. The customer's blood glucose level was 140 mg/dl. The customer was unable to clear the alarm and indicated that another pump would be used to manage diabetes.